Event description:
The customer reported the device alarmed and displayed codes that indicated a spi bus failure with a watch dog timer error. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The use must provide alternative ventilation and have the ventilator serviced. The customer reported the device was not in use therefore there was no patient involvement or harm. The biomedical engineer replaced the cup board per tech support recommendation and the reported problem was resolved. The unit is now back in service.

Manufacturer narrative:
Out of warranty repairs. No request for manufacturer service.